Manufacturer narrative:
Eval results pending analysis of the product.

Event description:
It was reported that the camera spins all the way around. Upon eval of the returned device, it was also noticed that the stem was separating from the base. No pt injury was reported.